Manufacturer narrative:
Device is used for treatment, not diagnosis. Investigation is on-going. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn. Pioneer surgical technology manufactured the cable tensioner, p/n 391.201, and lot number p097643 for synthes pos 1284946 and 1273142. The suppliers certificates of compliance (dated august 5, 2011 for two separate receipts of this lot) indicate the parts were manufactured to p/n 391.201 and met the required specifications. The lots were inspected and conformed to the synthes, incoming final inspection sheet number ns020097, revision a, (dated august 9, 2011 for both receipts). There were no mrrs, ncrs, or complaint related issues with this complaint. Both receipts of this lot were released august 10, 2011. Placeholder.

Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: wire remnants are sticking in the through hole. It can not be removed. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
The complaint handling unit (chu) visual evaluation of the returned cable tensioner revealed the wire was jammed. The investigation has shown that the cable clamp is blocked. The reason for this happening cannot be determined. The review of the production history revealed that this cable clamp was manufactured according to the specifications. No product fault could be detected. The complaint was determined to be indeterminate. (B)(4)